Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('poking pain on my right side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("horrendous periods") and was found to have weight increased ("gained 24 pounds"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain and weight increased had resolved and the menorrhagia outcome was unknown. The reporter considered menorrhagia, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-medical device removal , weight increased ,menorrhagia , abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('poking pain on my right side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("horrendous periods") and was found to have weight increased ("gained 24 pounds"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain and weight increased had resolved and the menorrhagia outcome was unknown. The reporter considered menorrhagia, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-medical device removal, weight increased, menorrhagia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.